Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was able to see the door motion calibration failed. One of the door switches was offset, which caused it not to close. They adjusted the switch and able to invalidate home successfully. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the door could not be opened or closed. The site wanted to remove the sterile draping, after a case, but could not open the door; only the side covers tried to open a little bit. When they closed it, the pendant still displayed "door open". Troubleshooting showed that dingus were noted to not be in the correct position. They were corrected and the door could be opened and closed, however they were not able to finish the motion calibration. There was no patient present when this issue was identified.

Manufacturer narrative:
Manufacturer date provided.